Event description:
An intraocular lens was reported to have had a labeling discrepancy. The dioptic power on the primary label (17.0d) did not match that on the secondary label (17.5d). The actual power of the lens was 17.0d. This lens was implanted. Post operative visual acuity was 0.5d on 11/13/98. Surgeon reports, although there was an intraocular lens power difference of 0.5d between the lens itself and its label, actual discrepancy remained 0.5d. Thus, it did not cause a big problem.